Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not deliver automatic boluses as intended. Customer¿s blood glucose level was 300 mg/dl. Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer; however, a response was not received.